Event description:
It was reported that during implant, the ventricular lead exhibited high pacing impedance, low sensing and high thresholds at multiple sites. The lead was not used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.